Event description:
It was reported that an asymptomatic patient reported to clinic after receiving a patient notifier for high voltage lead impedance out of range. Trend data indicated several outliers outside the programmed range. In-clinic impedance, sensing, and capture measurements were normal. Additional testing found no anomalies. The patient notifier was shut off and the patient will be monitored via merlin.net.

Manufacturer narrative:
.